Manufacturer narrative:
The device was returned for investigation but was found to function as intended during all testing.

Event description:
It was reported that the surgeon had to convert from laparoscopic to open surgery due to bleeding, and that the trinity seal was not adequate. No patient information was provided.